Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: c4tr01, bi-ventricular implantable pulse generator, 2013 (B)(6); 429678, implantable pacing lead, 2013 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was implanted after the use before date. The rv lead remains in use and no patient complications have been reported as a result of this event.